Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2). (B)(6) ¿ aviva connect meter ¿ system 1 ¿ serial number ¿ (B)(4). (B)(6) ¿ aviva connect meter ¿ system 2 ¿ serial number - (B)(4).

Event description:
Customer reportedly received the following results, using two different meters within 10 minutes: 95 mg/dl and 541 mg/dl on aviva connect (system 1), and 136 mg/dl, 95 mg/dl, 65 mg/dl, 175 mg/dl, 108 mg/dl, 267 mg/dl, and 105 mg/dl on aviva connect (system 2). Same strips used with both meters. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.